Event description:
It was reported to manufacturer that the vns patient's device revealed high lead impedance on both systems and normal mode diagnostic tests that were (B) (6) 2009, which revealed normal device function. There was no patient trauma or manipulation reported to have occurred between (B) (6) and (B) (6) 2009. Clinical notes were received which documented the patient's clinical presentation on the date that the diagnostic test revealed high lead impedance. The physician noted that the patient "has been averaging 3.6 seizures per month over the past three months. This actually is double and almost triple his seizure frequency over the past nine months." The physician also noted that the patient "will occasionally get some pain as he has in the past but usually he does not. He usually just notices hoarseness in his voice and perhaps a little tingling in his neck." The device was programmed off on (B) (6) 2009. Good faith attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.